Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that a leak was identified from a crack on the mz1000 during clinical use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a crack and leakage was confirmed. Visual inspection identified damage on the surface of the blue silicon and a hair line crack at the female luer. Leakage from the hair line crack was observed during functional testing. The cause of the leak was a hair line crack at the female luer. The root cause of the crack is unknown.